Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video processor (vp) associated with this complaint and completed its investigation. The reported complaint was confirmed during review of the error logs, however could not be replicated during in-house functional testing. The video processor was installed onto a test system and functioned as intended with no errors generated. The video also appeared as intended with no anomalies noted. The video processor was functionally tested for over eight hours while the system was in use without the reported errors being reproduced. 50 power cycles were also run with the returned unit with no errors generated and no video issues observed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the customer experienced an error 41070. The customer stated that the error occurred towards the end of the procedure. The customer power cycled the system but the error reoccurred. The customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi technical field specialist (tfs) was dispatched to the facility but was not able to reproduce the reported failure. However, a review of the system logs verified the error had occurred. The tfs replaced the video processor (vp) to resolve the issue.